Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the customer contacted a technical support engineer (tse) and reported that the left eye was out on one of the surgeon side console (ssc). The system logs showed no associated errors at the time of the call. The customer mentioned using a dual ssc setup with the issue occurring only on the primary ssc without the simulator on the back. The tse recommended reseating the blue fiber cable on both ends and performing a hard reboot on the ssc. The customer continued with the procedure and planned to perform the troubleshooting steps when able. A field service engineer (fse) was scheduled to follow up on the issue. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the personality module surgeon console (pmsc). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Manufacturer narrative:
Upon visual inspection, four broken dvi ports, two on scl and two on vbr boards and missing capacitor c534 on the vbr board. The pmsc was not installed onto a golden system due to the damage on the leave, replicating the reported event. As a result of these findings, failure analysis was able to conclude that the vils, scls, and vbr boards on the pmsc were found to be the root cause on the reported event.

Event description:
Refer to h11 for follow-up information.